Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) found no issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for radiculopathy,903:spinal pain. It was reported that pt was seeing a replace controller batteries screen when trying to recharge their ins (pt charges twice a day). Caller said they had tried resetting the controller by taking the battery out and thatdid not resolve their issue. Caller inspected the rtm and did not notice any damage. Pt said the rtm was hot when on the call and mentioned that it was taking forever to recharge the ins (sometimes charges quickly, sometimes takes forever).caller mentioned that the pt had their programming done by a rep (pt has 4 electrodes on a and 4 on b). Caller mentioned that the controller was having to be recharged frequently and then was confused on whether it was the controller or ins. Patient (pt) representative (rep) called and said the pt still got "replace controller batteries" when charging the implanted neurostimulator(ins) and got a bunch of messages that said "call medtronic." Pt rep. Said they had to reset the controller tons of times to remove error messages and to get ins to charge. Pt rep. Said the messages come up constantly. Pt rep. Said the ins took "hours to charge" and the pt had constant back pain and used spinal cord stimulator(scs) t o relieve back pain. Pt rep. Mentioned the controller depleted all the way prior to the ins charging to 100%. Pt rep. Mentioned the pt always had"excellent" charge quality and charged day and night. During the call, the ins was charged at 60% and the controller was charged at 50%. Pt was recharging "excellent." Pt rep. Inspected the rtm cord and did not detect any damage.